Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to an internal short on the system board. The system board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, on an attempt to discharge the device shut down. An attempt was made to power the device back on, but the device was unable to power back on. Complainant indicated that there was no patient involvement in the reported malfunction.